Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 3.0x38mm xience skypoint stent delivery system (sds) was advanced in the target lesion and when angiography was performed, it was noted that the proximal part of the balloon was dilated and stent was not mounted at all on the balloon. The sds was simply removed which included the stent. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 3.0x38mm xience skypoint stent delivery system (sds) was advanced in the target lesion and when angiography was performed, it was noted that the proximal part of the balloon was dilated and stent was not mounted at all on the balloon. The sds was simply removed which included the stent. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. Subsequent to the initially filed reports, the following information was provided: it was noted that the proximal part of the balloon was dilated; however, the stent was still mounted on the balloon. Angiography was performed. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported inflation problem was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In this case, return device analysis was unable to confirm the reported inflation problem. Testing was able to successfully inflate and deflate the balloon repeatedly, indicating a product quality problem did not result in the reported inflation problem. Factors that may contribute to an inflation problem include, but are not limited to, challenging anatomy, loose connection with the indeflator, contrast concentration, buildup of procedure contaminants, or damage to the indeflator. Based on the information provided and the return analysis, it is unknown what may have caused the reported inflation problem during the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: medical device problem code 2923 removed.